Event description:
It has been identified that this record, mrn 9617229-2023-19152, is a duplicate of mrn 9617229-2023-18895. Please see mrn 9617229-2023-18895 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, h6.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.